Manufacturer narrative:
Additional information: d.9., h.3. Correction: g.4. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were no visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed.system air leak test ¿ passed.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for fluid overload. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea. Radiological studies determined the patient was fluid overloaded (pd catheter in proper position), and the patient was formally admitted. The patient¿s nephrologist visited, and it was decided transitioning the patient to hemodialysis (hd) permanently would be a better fit for the patient. Given the patient¿s advanced age and limited mobility, the patient is unable to safely perform ccpd autonomously. Therefore, the patient¿s pd catheter (not a fresenius product) was surgically removed, and replaced with a tunneled hd catheter on (B)(6) 2025. The patient transitioned to hd after surgery without any reported issues and underwent several treatments before being discharged home on (B)(6) 2025. The pdrn reported the cause of the fluid overload was determined to be the patient¿s advanced age and mobility restrictions prevented the patient from properly adjusting the dialysate based on his weight. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, characterized by dyspnea, which warranted hospitalization, pd catheter removal, hd catheter placement, and the patient¿s permanent transition of modality to hd. The pdrn attributed causality to the patient¿s advanced age and mobility restrictions preventing the patient from properly adjusting the dialysate based on his weight. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Patient related factors such as non-compliance (unintentional or otherwise) can be a significant contributing factor when evaluating poor outcomes. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there was no report of a fresenius product(s) and/or device(s) failing to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized for fluid overload. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of dyspnea. Radiological studies determined the patient was fluid overloaded (pd catheter in proper position), and the patient was formally admitted. The patient¿s nephrologist visited, and it was decided transitioning the patient to hemodialysis (hd) permanently would be a better fit for the patient. Given the patient¿s advanced age and limited mobility, the patient is unable to safely perform ccpd autonomously. Therefore, the patient¿s pd catheter (not a fresenius product) was surgically removed, and replaced with a tunneled hd catheter on (B)(6) 2025. The patient transitioned to hd after surgery without any reported issues and underwent several treatments before being discharged home on (B)(6) 2025. The pdrn reported the cause of the fluid overload was determined to be the patient¿s advanced age and mobility restrictions prevented the patient from properly adjusting the dialysate based on his weight. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient has recovered from the serious adverse events.